Manufacturer narrative:
(B)(4). It should be noted that all instruments are inspected 100% for staple presence by an automated laser scanning system and are visually inspected two times (200%) at an inverted position prior to the placement of the staple retainer. In addition, at finished goods the instruments are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure, the surgeon used the device and it did not fire. All of the staples did not leave and none worked. Another like device was used to complete the procedure. Surgery was prolonged 20 minutes. There were no adverse consequences for the patient.